Event description:
Healthcare professional reported right side "grade 3 capsular contractures with rupture" confirmed via MRI. Healthcare professional later reported "radial folds" and "extensive calcifications." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported, right side "grade 3, capsular contracture with rupture". Confirmed via MRI. Healthcare professional, later reported, "radial folds" and "extensive calcifications". Device has been explanted.

Event description:
Healthcare professional reported right side "grade 3 capsular contracture with rupture" confirmed via MRI. Healthcare professional later reported "radial folds" and "extensive calcifications." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ calcification: not observed. A workmanship was observed not related to the complaint for a two split in patch event. A further investigation is requested. As per the investigation procedure wear abrasion and deformation assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1712894 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory it was observed a split in patch and it was assessed as workmanship, but it has no relation with the reported complaint. The events of capsular contracture, calcification and rupture were not observed, and the event crease/ folding of implant is confirmed as it was observed, but it is not related to the manufacturing process. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v7.0) was performed, and the event of split and patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implant for the period of november 2022 through october 2024, were noted one outlier in february 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.